Manufacturer narrative:
Evaluated 1 open/used reservoir (transfer guard not returned). Performed pre-fill reservoir test using a new lab transfer guard, per dop114-811 and des8654. Found reservoir no occluded and air bubbles anomaly during filling. Also performed manual test per dop114-811 appendix g and found plunger easy to release from stopper-plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir had large air bubbles. The customer¿s blood glucose level was 390 mg/dl at the time of the incident. The reservoir will be returned for analysis.